Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the patient's handset was lagging again. The patient asked for assistance in deleting the data. The patient confirmed they bolused 16 times per day. Patient services assisted the patient in deleting data and the patient was able to connect to the pump with no lag.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient called for assistance in clearing the data as his patient therapy manager (ptm) was running a bit slow. The agent reviewed and after this the system connected much quicker.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing clonidine, fentanyl (700mcgs), and bupivacaine for non-malignant pain. It was reported that the patient stated the handset was stopping at 90% and then when they requested a bolus the handset would go to 90% and stop there and then instead of showing "bolus has started, the handset will show the lockout screen". Agent asked event date patient stated "for a while." Agent reviewed data and assisted the patient in deleting the data. The patient will call back if they need further assistance. Patient mentioned they also saw something on the screen showing in red and they had to restart the app. Patient did not know what that said or what the code was.